Manufacturer narrative:
(B)(4). Product returned and evaluated. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 95-105mg/dl fasting. Verified test strips expire 08/29/2017. Conformed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 203mg/dl and 178mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:customers concern: with 61mg/dl on (B)(6) 2015 10:10:00 am and 63mg/dl on (B)(6) 2015 8:47:00 pm. Customer had been on vacation and hadn't used the meter for a week.